Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot number. A conclusive cause for the reported failure to seal cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. There is no indication of a product quality issue.

Event description:
It was reported that a perforation occurred in the right coronary artery. The graftmaster 2.8 x 16 mm covered stent was used as treatment but failed to seal the perforation. Per the physician, the use of the graftmaster stent did not cause or contribute to complications or adverse events. No additional information was provided.